Manufacturer narrative:
Date of birth: (B)(6). Initial reporter phone: (B)(6). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had mild dyskinesia of the left extremities. Medication was given and the device was reprogrammed. The event resolved the same day. The event was reported has having a causal relationship to the stimulation and not related to the procedure or the device.

Event description:
A report was received that the patient had mild dyskinesia of the left extremities. Medication was given and the device was reprogrammed. The event resolved the same day. The event was reported has having a causal relationship to the stimulation and not related to the procedure or the device.

Manufacturer narrative:
The patient is enrolled in the vercise dbs registry clinical trial. Additional suspect medical device components involved in the event: brand name: vercise cartesia. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 5016632. Brand name: vercise cartesia. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 5021088. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.